Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had an open circle on the display and may have been suspended. Blood glucose level at the time of the incident was 583 mg/dl, which was treated with a manual injection. The customer stated that a little while later, his blood glucose level was 513 mg/dl. Blood glucose level at the time of the call was 390 mg/dl. The customer was assisted with resuming the device's delivery. Review of the alarm history showed that a bad battery alert and a battery out limit occurred. Customer also stated that he had blood at the site. The insulin pump was not replaced or returned for analysis.